Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at internal carotid artery, c6 segment with a max diameter of 7.5 mm and a 5.3 mm neck diameter. The landing zone was 7.5 mm distally and 5.3 mm proximally. It was noted that the patient's vessel tortuosity was moderate. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that after being in place, ped was retrieved from its packaging in accordance with standard protocols and fully hydrated, and then being advanced to the straight segment of the middle cerebral artery. Upon initiating the retraction of phenom 27 to attempt to open ped, p27 was retracted and ped was deployed, but it was observed that the tip of the ped failed to open. Despite continued deployment attempts and repeated push-and-pull maneuvers, the tip remained unopened. Consequently, it was retracted into p27 as a whole and a second deployment attempt was made following standard procedures; however, the tip of the ped still failed to open. Prioritizing the safety of both the procedure and the patient, the surgeon elected to withdraw ped from the body. It was discovered that the tip of the ped had sustained damage and exhibited burrs. Subsequently, the device was replaced with a new 5.0-20 shield, and the procedure was successfully completed without impact on the patient. The angiographic result post procedure showed the blood vessel was in good condition, with no rupture or significant stenosis. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a stryker synchro guidewire, phenom 27 microcatheter, intermediate catheter: 6f 115 stroke care, 6f neuro max guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.